Event description:
It was reported that the micro reciprocating saw heated up during a podiatry procedure. The procedure was completed using the same handpiece without pt or user injury, and there were no adverse consequences.

Manufacturer narrative:
Upon disassembly, it was observed that the motor assembly was corroded. The presence of corrosion in the motor assembly is likely to cause or contribute to the handpiece heating up.